Event description:
Technician alleged no hi low bed function.

Manufacturer narrative:
Technician found corrosion. He replaced, 22-position connector on retracting frame and calibrated the scale to resolve. No injuries reported.